Event description:
During the inspection of the device, olympus repair center found that there was a gap in the adhesive between the plastic cover and the distal end. There was no report of patient injury associated with this event.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the bending section rubber glue was worn out. -the light guide lens was chipped. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the glue between the distal end cover and a distal end was deteriorated due to chemical stress by device handling or the influence of the storage environment. If significant additional information is received, this report will be supplemented.